Manufacturer narrative:
Batch review performed on 01 july 2020: lot 1904670: (B)(4) items manufactured and released on 11-sep-2019. Expiration date: 2024-09-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2015. Subsequently, the patient came in reporting pain and on (B)(6) 2020, the surgeon revised the medacta cup and liner with another company's product and revised the medacta head with a medacta head. Presently (4 months after previous surgery), the patient came in reporting pain due to a dislocation of the medacta head from the competitor's liner. The surgeon revised all implants with another company's product and the surgery was completed successfully.